Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial (ra) lead was explanted on an unknown date, and was returned.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, noise was noted on the right atrial(ra) lead. No intervention was performed. The patient was stable and will continue to be monitored.